Manufacturer narrative:
(B)(4). Evaluation summary: the cassette was returned for evaluation. No issues were noted during visual inspection, leak testing, clear passage testing, and clamp function testing. The device was tested on a homechoice machine and no malfunctions were identified. The evaluation was unable to confirm the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded by the customer and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 2 of 4 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that they saw air bubbles in the heater line and the supply line. The hp stated that there were no obvious reasons for the air in the lines. The technical service representative (tsr) assisted the patient in clearing the alarm. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation of the returned sample was unable to duplicate the reported problem. Should additional relevant information become available, a supplemental report will be submitted.